Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted neurostimulation system  was in service when the patient experienced new pain unrelated to baseline and reported a fall in which the right knee gave out, causing the patient to fall on the left side and land on the hip and belly, followed by tenderness around the battery pocket. An impedance check was performed and identified high impedance on contact one with a reported value of 25980; the high impedance was not observed on the day of surgery, and no other stimulation issues were reported. It was confirmed that contact one was not being used for the current patient settings, and no changes were made to stimulation; the patient stated being unable to tell whether there was a difference in relief after the fall. A physician assistant was made aware, and the patient was to be sent for imaging. The patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.